Event description:
It was reported that the fiber was emitting energy at 800 watts and broke inside the cannula after 14 minutes and 14 seconds of use. The laser energy was observed to exit through the front of the fiber, rendering the device unusable and making it impossible to continue the procedure. The procedure was completed with another of same model. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no product analysis could be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping, and no manufacturing deviations were identified that could have contributed to the reported event. A risk review was completed and confirmed that the events of break and forward firing are defined within the risk documentation and have been accounted for during product risk analysis to support an acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. It is likely that the user pushed or buried the tip of the fiber into tissue during use, which can cause the fiber to overheat and/or break, as cautioned in the IFU. Based on the available information and the investigation performed, the most probable cause of the event was determined to be unintended use error caused or contributed to event, as the interaction between the user and the device contributed to the reported issue.

Event description:
It was reported that the fiber was emitting energy at 800 watts and broke inside the cannula after 14 minutes and 14 seconds of use. The laser energy was observed to exit through the front of the fiber, rendering the device unusable and making it impossible to continue the procedure. The procedure was completed with another of same model. There were no patient complications.